Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported three (3) false negative results with the binaxnow covid-19 antigen self-test using one lot. This MFR. Report addresses test one (1) of three (3). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 on a nasal sample using the kit swab. Confirmation testing via an unknown rapid platform performed at a healthcare provider's office on (B)(6) 2022 generated positive results. The consumer was reportedly symptomatic and received treatment for covid-19. There was no patient harm due to the test results.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 184029 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 184029 and test base part number 195-430h / lot 180914. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 184029 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. Also, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation for two of the test kits performed.